Manufacturer narrative:
: The isola expedium conical locking nut remains implanted and is not available for evaluation. An x-ray image was returned with the complaint which features one locking nut being raised approximately 1-2mm from the surface of the plate. A review of the device history record could not be performed as the lot number is unknown. A 12 month review of the complaint trend analysis for the isola expedium conical locking nut was performed on its specific product code as no product family exists for this device. No related complaints regarding the bold backing out were found. Complaint trends will continue to be evaluated as a part of the monthly complaint review meetings and post market surveillance activities. While the provided images confirm that the locking nut has backed out, the root cause cannot be determined from the information provided. No corrective and preventive action is necessary at this time as no systemic trend has been observed. Therefore, this complaint will be closed with no further action required. If the product becomes available at a later date after revision surgery, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.

Event description:
It was reported that the surgeon believes the isola expedium conical locking nut backed out of its position post operatively. This was noted on routine follow up films.